Event description:
It was reported that 100ml of keppra (500mg) was programmed to infuse at 400ml/hr for 15 minutes however it infused in 7 minutes. There was no harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log shows pump module s/n (B)(4) was programmed to infuse levetiracetam 500mg/100ml (drugid 134) at a rate of 400ml/hr with a vtbi of 100ml at 9:09 am on 20 june 2019. The infusion ran until 9:21 am when the device alarmed for air in line. The user then channeled the device off at 9:25 am. The volume recorded as being infused during this period was 83.673ml. Functional testing found the pump module to be delivering fluid within specification. The disposable infusion set (model 2426-0007) was also received and evaluated and was found to be within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Correction: d.4

Event description:
It was reported that 100ml of keppra (500mg) was programmed to infuse at 400ml/hr for 15 minutes however it infused in 7 minutes. There was no harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that 100ml of keppra (500mg) was programmed to infuse at 400ml/hr for 15 minutes however it infused in 7 minutes. There was no harm.